Event description:
During an in-clinic follow up, dislodgement resulting in loss of capture and high pacing impedance was noted in the left ventricular (lv) lead. Abbott technical support was contacted and recommended intervention, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.